Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusion of the investigation.

Event description:
(B)(6) was notified about an event with involvement of carendo shower chair. The resident was sitting on the chair and while the caregivers were placing a sling under her the resident hit her head on the wall next to the chair. The device did not tip. The resident sustained a laceration to the back of the head and was taken to hospital for treatment. No further information is available.

Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment (B)(4). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh (B)(4) complaint handling establishment and any medwatch reports will be submitted under (B)(4). Arjo was notified about an event with involvement of carendo shower chair. It was reported that while the resident was sitting on the chair and the caregivers were leaning her to place a sling under her, the resident hit head on the wall next to the chair. The device did not tip. The resident sustained a laceration to the back of the head and was taken to hospital for treatment. The injury required 3 sutures to be applied. The review of adverse events with the involvement of the carendo hygienic chair in last 5 years did not reveal any similar incident. The arjo representative visited the customer facility to perform an interview and evaluate the device involved in the reported incident. According to the additional information provided by the customer facility representative the resident did not have enough trunk support to stabilize herself in upright position. Based on the results of the technical inspection the device was functional and up to the manufacturer's specification. The visual condition was good - the wear and markings were as expected for device of this age. There was no malfunction found with the device. The customer facility was provided with training of the device usage in 2017. Next training sessions were offered by arjo in 2018, but both were cancelled by the customer facility. Carendo shower chair is intended for hygiene care, showering and toileting of residents in hospital, nursing home or other similar environment. This device must be used by appropriately trained caregivers with adequate knowledge of the care environment, its common practices and procedures, and in accordance with the guidelines in the operating manual. According to the "resident assessment" section of the carendo operating and product care instructions (IFU; 04.cc.01/7gb issued on april 2009) delivered with this device: "we (arjo) recommend that facilities establish regular assessment routines. Caregivers should assess each resident according to the following criteria prior to use: - the resident should understand and respond to instructions to stay seated in an upright position. If a resident does not meet these criteria an alternative lift shall be used." "To avoid the possibility of injury always ensure that the equipment is used by appropriate trained staff." Based on the limited information about the event provided by the customer facility representative the involved resident's condition assessment may have matched the following characteristics: - might be almost completely bedridden, can sit out only in a special chair - always dependent on carer - a high risk of dynamic and static overload when not using proper equipment - stimulation of functional mobility is not a primary goal based on the all collected information and performed analysis this event is considered as caused by the caregivers error related to incorrect resident support during repositioning and lack of proper resident assessment before device usage. At the time of event the device was up to the manufacturer specification as no malfunction was detected. According to the collected information the chair was used for the patient hygiene when the reported event occurred and in that way it was involved in the incident. We report this event due to information that the resident hit her head and sustained an injury assessed as serious.

Event description:
Arjo was notified about an event with involvement of carendo shower chair. It was reported that while the resident was sitting on the chair and the caregivers were leaning her to place a sling under her, the resident hit head on the wall next to the chair. The device did not tip. The resident sustained a laceration to the back of the head and was taken to hospital for treatment. The injury required 3 sutures to be applied.